Manufacturer narrative:
The reported event of high impedances was confirmed. As received, using an x-ray performed an inspection of the returned lead found some wires being broken.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. Lead fracture was observed visually. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.